Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "physician decided to cancel the procedure" @ 0 joules and 0 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The patient had been administered anesthesia when the "doctor determined that the tumor was to large to continue". Patient outcome: "no harm came to the patient."